Event description:
A (B)(6) female pt contacted zoll customer support to report that her batteries were not charging properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery won't hold a charger) has been confirmed. Upon investigation contamination was found on the battery board inside the charger/modem. The cause of the battery charger problem is contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.